Event description:
As reported by the facility: the ultrasite broke off the tubing and there was blood everywhere in the pacu. Additional information provided by the facility indicated the patient suffered no adverse sequela associated with the incident and blood replacement was not needed. The lot number remains unknown. The sample is available and has been sent for evaluation.

Manufacturer narrative:
The actual device has not yet been received for the manufacturer to evaluate and a lot number has not been reported. Without the actual sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual device is received, a follow-up report will be filed.